Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod on the abdomen. The pod fell off, dislodging the cannula from the infusion site. After an scheduled stayed in the hospital due to unrelated diabetes issues, the patient was told to use cavilon spray to improve the adhesion of the pod on the skin and was given (gekristol vitamin d) to take a pill daily for a week. A new pod was applied by patient to treat the hyperglycemia.